Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single patient was not available on the server. A technical support specialist attempted to search for the patient but could not locate them on the server. The tss had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single patient was not crossing to station. The user was unable to dispense the medications to the patient because the patient did not show as admitted, and a temporary patient was created. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.